Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet did not charge when placed on the charger, with the device blinking but not increasing in charge, which led the user to allow the battery to deplete and transition to secondary therapy; troubleshooting and education were completed and a replacement charger was arranged. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms reported and a temporary interruption of ilet use until receipt of a new charger. Investigation included technical troubleshooting with the user. Investigation of this case revealed a suspected charging accessory malfunction consistent with a charger performance issue, for which replacement was provided. It was concluded, based on previously established findings for similar reports, that the cause was accessory failure.